Manufacturer narrative:
(B)(4). Additional information requested and received: please confirm that the device and reloads were discarded and will not be returned for analysis. Yes on what tissue type was the device used? Yes. At what location on the tissue? Stomach. Was it used on thick tissue? Yes. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4-5th. During which stroke did the event occur? N/a. What color cartridge was being used? Green. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Maybe this was the problem. Was there any difficulty removing the device from the tissue? Yes. Was the device fully articulated (degree of articulation) as the surgeon noticed difficulties with the device? No. Was the surgeon an experienced user of the ec60a? Yes. Who fired the device the surgeon or someone else? The surgeon. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, one ec60a and six ecr60g cartridges were used. The surgeon observed the incidence of the instrument having difficulties to establish a smooth cutting line (not so easy to promote the cutting knife). Also, he states, the incident of blocked firings (without any more details). After finishing the full length stomach staple line, was not satisfied by the result, and re-enforced it with a 3/0 prolene suture. After this step, continues not to be satisfied, so he decided to convert to open in order to re-enforce the staple line again. On (B)(6) 2015, the patient admits again in the hospital with acute abdominal pain and leakage at the middle of the gastric staple line. He was re-operated with open technique. After the procedure, he was admitted to the intensive care unit, where after some days, he presented with a gastric fistula. The patient is not hospitalized anymore and his recovery is continued. The patient is now stable. One device and six reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information request: please clarify ¿difficulties to establish a smooth cutting line¿. Was the cut line jagged? Was a leak test performed or was the surgeon unsatisfied with the look of the staple line? Was the convert to open performed to further re-enforce the staple line? What was the date of the original procedure? What was done during the 2nd procedure? How was the leak identified? In the original procedure, were malformed staples identified? If so, where were they located? During the reoperation, was the staple formation observed? Is it routine for this surgeon to re-enforce the staple line with sutures? Was this a gastric fistula or a leak? What is the bmi and sex of patient? Did the patient have any significant comorbid conditions? What is the current patient status?